Manufacturer narrative:
(B)(4). Results - based upon evaluation of user facility information & the returned sample, retention samples from representative lots. Conclusions - based upon evaluation of user facility information & the returned sample, retention samples from representative lots. The involved device was returned to the manufacturing facility for evaluated. Visual inspection noted the plunger was moved to 0.6ml graduation line and the needle was broken with an evident presence of blood. The detached cannula was stored in a small separate plastic container. The detached cannula was measured approximately 25 mm length. The actual sample was further investigated under 63x magnifications. The inside diameter of cannula was partially narrowed and seems to be deformed. The portion of cannula left inside the hub (epoxy portion) was deformed and tilted on opposite directions. A crack in the epoxy on the roof area of the hub was also observed. Evident scratches and dent was also observed in the cannula outer surface. The cannula inner diameter was compressed and became oval instead of round shape and was partially closed. The retention sample was visually checked and no anomalies were noted. Also, the epoxy glue (mound) bonding the cannula into the hub is intact and has a firm concave and circular shape. The retention samples were subjected to stiffness and breakage testing. No breakage was noted on the cannula during bending of the tubing and all samples passed and comply with iso 9626. Simulation testing was conducted. Using a retention sample the needle was inserted into a rubber cork and was intentionally bent in opposite directions. The cannula was broken and detached from the hub. Similar in appearance with the reported complaint. Lot history file revealed no non-conformance related to needle breakage. A review of the complaint files confirmed that this type of issue has not been previously reported. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The appearance of the involved sample is most consistent with the actual sample being exposed to excessive force that could have resulted in the bent needle. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported needle breakage on a 3cc syringe device. Follow up communication with the user facility confirmed the following: (1) the dr. Was collecting femoral artery blood to check patient's blood gas; (2) the patient situation is in semi clear of condition with no agitation; (3) the dr. Found the needle was broken and a portion was left in the femoral artery; (4) the needle was removed; and (5) after initial surgery (not from broken needle) the patient stayed in ICU.